Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a everflo device. The device was returned to a third party service center. During visual inspection of the device, the service technician noted sieve beds had high pressure, the manifold assembly leaks, tubing smells like cigarette smoke, and the shipping box was damaged. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.